Manufacturer narrative:
A steris service technician arrived onsite and found the table subject of the reported event to be located in the hospital's biomed shop. The table's column was open and only one saddle pin was present. The surgical table should have two pins in the saddle assembly however the biomed only had one which he removed to show the steris service technician. Page 40 of the 3085 surgical table operator manual states, "check tabletop for any horizontal or vertical play... 2x per year [to ensure table rigidity]". Also preventive maintenance states, "2x per year-ensure saddle pin is properly inserted and pipe plugs are tight." The table is approximately seven years old and is serviced and maintained by the user facility. The table remains out of service. Steris offered assistance on the repair of the table and proper maintenance training however the user facility declined.

Event description:
The user facility reported that during the conclusion of a patient procedure hospital personnel removed a table accessory from their 3085 surgical table and the table top became unstable. Hospital personnel were able to secure the patient and no injuries were reported. No procedural delays or cancellations were reported.